Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, there was an incomplete staple line on the distal area. Another reload was used to resolve the issue and complete the procedure. There was no patient injury.